Event description:
It was reported that balloon on the carotid shunt burst when testing.

Manufacturer narrative:
Device evaluation: device evaluation; edwards irvine product eval lab- received (1) catheter, model t3103as, with (1) 3ml b-d syringe. No blood was visible on the unit. Reported defect of "balloon burst" was not confirmed. Both balloons were intact. However it was not able to inflate 15mm balloon. 15mm balloon did not inflate due to inter-lumen leakage. Leak testing with red dye solution showed an inter-lumen leakage between inflation and infusion lumen inside the back-form. 9mm balloon inflated and remained inflation without any leakage. No other visible defect was observed from the catheter and returned syringe. Edwards utah engineer evaluation: no blood was visible on the t3103as device and the device appeared unused. No physical damage to the device was observed. The reported defect of "balloon burst" was not confirmed. Both balloons were confirmed to be intact. The 15 mm balloon would inflate when infused with 3 cc of air but would not maintain inflation due to inter-lumen leakage. The 9mm balloon inflated normally and maintained inflation when infused with 1 cc of air. The root cause of the inter-lumen leakage could not be determined. Each t3103as device within lot 59002128 passed leak and flow tested during product acceptance activities. The leak and flow test confirms proper balloon inflation and deflation. The issue is similar to an inter-lumen leakage previously documented in a product risk assessment. A device history review was performed and no nonconformities related to balloon inflation or deflation was observed during the manufacture of lot 59002128. It appears that a singular unknown event occurred to create the situation that generated the complaint. Since a negative trend has not emerged a CAPA will not be initiated. The complaint will be included in future trending and CAPA assessments.